Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
This supplemental report is being filed to include a conclusion code update.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances on the right ventricular (rv) lead, measuring 2285 ohms. It was observed that the right atrial (ra) lead oversensed the respiratory rate trend (rrt) signal and had high intermittent impedance spikes. The health care professional noted there were low shock impedances. Boston scientific technical services discussed troubleshooting options. This ICD and non-bsc leads remain in service. No adverse patient effects were reported.